Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reports that the unit indicates a blue inop error message, the speaker is defective. The device was not in use at the time of the event.

Event description:
The customer reports that the unit indicates a blue inop error message, the speaker is defective. The device was not in use on a patient at the time of event.